Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for calcification was confirmed based on medical record provided. Available information suggests patient factors (hyperlipidemia, chronic kidney disease) likely contributed to the event as patient has medical history of hyperlipidemia, chronic kidney disease, and acute kidney infection. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 3 months, and 3 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve required intervention due to stenosis, increasing mean gradients, central regurgitation, calcification, and halt and a 23 mm sapien 3 ultra resilia valve was implanted successfully. The patient left in stable condition. After reviewing the medical records provided, the patient's echocardiograms performed from (B)(6) 2024 onwards demonstrated mild transvalvular regurgitation that progressively worsened from to severe regurgitation, along with worsening stenosis and increasing mean gradients. The last echocardiogram before the valve procedure in (B)(6) 2025, indicated severe bioprosthetic aortic stenosis and transvalvular regurgitation. However, a transesophageal echocardiogram (tee) in (B)(6) 2025, mentioned moderate paravalvular leak (pvl), although neither the prior echocardiograms nor the intraoperative echocardiograms before the valve-in-valve (viv) procedure reported pvl. A CT scan in (B)(6) 2025, revealed calcification of the s3 leaflets and mild hypoattenuated leaflet thickening (halt) with a measurement of 1.6 mm. The patient underwent a successful valve-in-valve transcatheter aortic valve replacement (tavr) with a 23 mm s3ur valve in the 23 mm s3u valve approximately 4 years and 3 months post-index tavr procedure, resulting in no transvalvular regurgitation or stenosis.